Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the sterile processing department supervisor at the user facility the customer oes elite, high definition autoclavable rigid telescope has a reported ¿connector is broken¿. The customer reported issue was found at reprocessing. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, the light guide post is broken off. The inspection also noted the rigid outer tube has dents and scratches. Light guide fiber bundle breakage and dents at the distal end. Dents on the eyepiece funnel, scratches on the model ring and debris particles in the optical system. The cause of the broken light guide connector is unknown; however, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.